Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partially protruding into the endometrial cavity and extending from cornua is a wire spring like device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included adenomyosis, cervicitis, pelvic pain female, pelvic prolapse, cystitis interstitial, cystoscopy and pelvic congestion syndrome. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: approximately 3 to 4 coils were seen into the uterus and was assured in its placement. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received: event 'medical device removal' was updated by 'partially protruding into the endometrial cavity and extending from the left cornu is a wire, spring like device'. Medical history, removal date, reporter information, patient's aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('partially protruding into the endometrial cavity and extending from cornua is a wire spring like device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included adenomyosis, cervicitis, pelvic pain, pelvic prolapse, cystitis interstitial, cystoscopy and pelvic congestion syndrome. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure (ess205). The reporter commented: approximately 3 to 4 coils were seen into the uterus and was assured in its placement. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.